Event description:
During the procedure, it was noticed that a small black piece of insulation from the robotic cautery hook had broken off in the peritoneal cavity. Dr completed a visual sweep of the field and was able to recover a piece of the debride, any additional items were left as further investigation or opening would cause more harm to the patient. Brand name: davinci xi current location: 2r-102 (?) Manufacturer: intuitive surgical inc description of device: telemanipulation systems: surgical supplier: intuitive surgical inc ee number: (B)(4) following a review of the instrument's history: 1st use on record. Scanned into assembly 12:36pm 6/2/2019; checked into sterilizer 3:41 pm 6/2/2019. FDA safety report ID# (B)(4).